Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) under infused medication during infusion. During potassium administration, it was observed that the infusion was running (noticed drips falling) but after an hour the bag remained full. It was observed that the tubing was not seating correctly in the outer tubing change (misaligned). This occurred during use at the ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.